Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00350 on 16-dec-2024. Additional information (17-dec-2024): on subsequent visits the customer service engineer (cse) inspected the photometer, replaced the diluent mixer and performed a diluent mixer configuration (d-mix), transfer arm alignments, an atellica test protocol (atp), calibration and quality controls (qcs), which recovered within ranges. Siemens further evaluated the event and determined the dilution mixer misalignment to the dilution ring potentially contributed to the event. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed microalbumin_2 (alb_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse found the sample mixer was not aligned. The cse replaced the sample mixer impeller and performed auto alignments and quality controls (qc) which recovered within ranges. On a subsequent visit, the cse replaced the probe 1 aspirate valve in the reagent compartment, the reaction rim shim and the washer 1 waste value. Qcs, an atellica test protocol (atp) and a diluent mixer configuration were performed and recovered within ranges. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed microalbumin_2 (alb_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the same atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed alb_2 result.